Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned. A philips field service engineer (fse) inspected the system on-site and identified a leakage from the tube cooling unit. To resolve the issue, the fse replaced the tube cooling unit. After that, the system was returned to use in good working order and ready for clinical use. The cooling unit was returned for further analysis. Investigation revealed that the leakage occurred at the crimping of the de-aerating hose. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned on the same system with no impact on the patient. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.